Event description:
Infusion pump with a failure code 808:05. The facility rep had stated that no pt injuries were involved with this pump, nor had there been any incident reports filed since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.